Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and low impedance. No programming changes were made at this time. Noise was too large in amplitude to program around. There was no report of patient symptoms.

Manufacturer narrative:
Final analysis confirmed previous report of noise and low impedance. External abrasion breaching the outer insulation exposing the outer coil was noted at 29.8 - 32.0 cm from the connector pin. The abrasions are consistent with friction to another device or feature of the heart.

Event description:
New information states the right ventricular lead was explanted and returned. No patient symptoms were reported.

Manufacturer narrative:
Correction: should have contained codes: (B)(4) rather than blank.

Manufacturer narrative:
The patient's condition was good prior and after the procedure.

Event description:
New information states that the patient's condition was good prior and after the procedure.